Event description:
On (B)(6) 2019, a 16mm amplatzer septal occluder(aso) and a 45/80mm 8f amplatzer torque delivery system were selected. When attempting to deploy the device, the top and bottom part of the aso expanded more than usual and appeared slightly like a y-shape. The physician attempted to retract the device, but was only able to retract the top part. The other parts of the left disk could not be retracted. Therefore, the physician deployed the aso in the patients defect again. During the second attempt, the device formed a cobra shape. The physician manipulated the aso and the device restored into its original shape and remained implanted in the patient. An echocardiogram obtained post procedure indicated that the defect was closed by the device. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay in the procedure. There was no bent or kink observed on the delivery system.

Manufacturer narrative:
Correction: manufacturer report 2135147-2020-00038, should not have been reported as a medical device report (MDR) as the event is not reportable and did lead or cause series injury or death.